Manufacturer narrative:
This behavior (missing slices) is consistent with test track (B)(4). Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading images, there were missing slices. They downgraded to another software for the proceeding surgery and the images loaded without an issue. There was no patient present at the time of the event.